Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700/700. As it was stated, the keypad membranes were damaged and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the getinge technician, the pwdii-keypad (B)(6) was replaced, the functioning tests were carried out with positive results. It was established that when the event occurred, the surgical light did not meet its specification due to damaged keypad membrane, leading to missing particles, which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue is low. According to the subject matter expert at the manufacturing site, it was concluded that the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 version or model # field deems required. This is based on the internal evaluation. Previous d4 version or model # (B)(6). Corrected d4 version or model # (B)(6).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700/700. As it was stated, the keypad membranes were damaged and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.